Event description:
This is the second patient for a series of cervical fascial dehiscence¿s that have occurred since (B)(6) 2022. It was not initially clear that the problem was anything other than a random occurrence until the most recent occurrence which will be reported separately. Consistently now the fascia is separating at 3 weeks and the covidien #1 polysorb 18" gsw25 dt vio cl3mg suture is observed to be friable and dissolved with knots still present and fascia/muscle appearing healthy and separated. The most recent occurrence, which will be separately reported, had few remaining sutures present with the rest presumably completely dissolved. The reported tensile strength is 30'% at three weeks which is not the case. In this case, no infection was identified. This particular case was able to be repaired as part of a staged reconstruction and did not require a separate procedure to address the dehiscence. Plastic surgery performed the definitive closure and used paraspinal advancement to get a proper closure that did not dehisce in follow up.